Event description:
A malfunction alarm with code malf 9 was reported, and it was unclear if there was an adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to contact support again if any issues arose.